Event description:
This report is to advise of a fracture found in the catheter tip during investigation. During the af procedure, it was noted that the ice catheter image quality was poor. Once the catheter was removed from the patient, it was noted that the catheter tip was bent. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be fractured. The reported imaging issue could not be confirmed. The catheter met imaging specifications in the deflected and undeflected states. The catheter was recognized by the catheter interface module and zonare viewmate system and produced a clear image with no blurring or artifacts noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported imaging issue remains unknown.